Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving medication via an implanted pump. On (B)(6) 2016 it was reported that the ER (emergency room) had received a call from paramedics and they were at a pump patient's house. The patient had said that the pump was beeping and it "won't give him his medication". The ER did not deal with pain pump patients and wondered if the patient could call in himself. The reporter did not have any patient information. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.